Event description:
Revision surgery - due to the patient experiencing joint pain and discomfort.

Manufacturer narrative:
Corrected data: lot number for part number 520-00-000 was reported as 878c149 on the initial report, should be 878c1149. Manufacturer narrative: the reason for this revision surgery was for joint pain and discomfort. The implants were in the patient for 2 years 1 month prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history shows there are a total of 5 prior complaints against the part; none have a similar failure mode pertaining to "pain." This is the first complaint for the incident lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Patient joint pain may be the result of factors not associated with the implant such as; bone and joint deterioration, improper implant selection resulting in overstuffing the joint or infections. There are no indications of a product or process issue affecting implant safety or effectiveness.